Manufacturer narrative:
Device evaluated by the manufacturer: the nc quantum apex catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 2mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The stenosed target lesion was located in an unspecified artery. A 15mm x 3.00mm nc quantum apex balloon catheter was used to treat the lesion. There was no issue during the first inflation but on the second inflation the balloon ruptured on an unspecified inflation. The device was removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patients condition post procedure was good.